Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope cable had color bars and no image. The issue occurred during esophagogastroduodenoscopy diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was able to resolve the reported allegation. Customer advised, the maj-1430 is defective is defective and needs to either be repaired/replaced by our customer solutions or by purchasing a new maj-1430 through our customer care. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.